Manufacturer narrative:
(B)(4). The date of the event was unknown. It was reported that patient was hospitalized sometime in (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number h13g17053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The treatment was not reported. The cause of the peritonitis was unknown. The patient was discharged from the hospital on the date of the report. The patient was recovering from the event at the time of the report. Pd therapy was ongoing. No additional information is available. This is report 1 of 3 for this event.

Manufacturer narrative:
(B)(4). After being discharged from the hospital, the patient experienced recurrent peritonitis and the patient was re-hospitalized on the same day. It was suspected that there were some unspecified bacteria that were sticking to the tubing which led to the reported event. The treatment was not reported. The patient was discharged from the hospital six days later and they were recovering from the reported event. Should additional relevant information become available, a follow up medwatch will be submitted.